Manufacturer narrative:
The purpose of this investigation was to perform analysis of the retrieved legion cr femoral component, genesis ii cr deep flexion insert and tibial base. Macroscopic photo analysis, stereomicroscopy and scanning electron microscopy with energy dispersive x-ray analysis were performed on the retrieved implants. No bone cement was observed in the distal and anterior parts of the fixation area of the femoral component. Bone cement was observed in the posterior parts of the fixation area. The roughness of the fixation area was within specification. Scratches were observed on the articular surfaces of the femoral component. Deep grooves were observed on the distal lateral condyle near the inter condylar notch. Upon visual examination of the tibial insert, burnishing and abrasive wear were observed in the proximal articulating areas. A few indentations caused by third bodies were observed in the anterior part of the lateral articular area. X-ray analysis showed the presence of al, co and cr in the indentations suggesting that the presence of third bodies between the femoral and the insert likely caused the corresponding grooves and indentations on the respective components. Damage caused by instruments during implantation or extraction was observed near the patellar recess area, anterior locking mechanism, and on the distal surface. Downward deformation of the outer sides of the dovetails that may have occurred during extraction of the implant was also observed. In conclusion, the presence of metallic third bodies between the femoral and the insert likely caused the corresponding deep grooves and indentations on the respective components. The cocr metallic particles seen in the insert likely originated from the femoral component. The al particles may have resulted from the manufacturing process of the femoral and/or tibial components. The contribution of the tibial base is unknown as it was not returned.

Event description:
It has been reported that a revision surgery was performed due to matallosis, knee pain, and instability.